Event description:
It was reported that patient underwent a procedure utilizing a screw inserter. During the procedure, the screw inserter would not fit into the head of the screw. The procedure was delayed approximately one hour as a result.

Manufacturer narrative:
Investigation found a potential tolerance issue between the driver and the screw as reported. A design change has been implemented (B)(4) to eliminate potential interference with mating screws.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Product is available for evaluation but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA.